Manufacturer narrative:
Evaluation is in progress, but not concluded.

Event description:
During use of the device in a cardiopulmonary bypass procedure, the saw motor froze. The saw motor was exchanged for another and the procedure was completed successfully. There were no adverse consequences to the patient as a result of this event.